Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert for high, out of range pacing lead impedance. The lead impedance was confirmed with pocket manipulation. The entire system was explanted and replaced. The patient was stable post procedure.